Manufacturer narrative:
The following sections were added/updated/corrected: b4, d4, g3, g6, h2, h4, h6 and h10. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with objective evidence via visualization of bubbles in returned imaging. The complaint was confirmed, however a DHR review of the lot in question revealed no related non-conformances. Imaging evaluation did not reveal any device defects or issues. Representative units were used for additional testing to evaluate potential mechanisms for air to escape from the is (implant system). The results of the testing showed that in certain scenarios, air introduced into the sc (steerable catheter) can remain seated into the shaft before being pushed out by advancing the ic (implant catheter). Potential root causes for how air enters the sc may include: - improper de-airing technique that leaves air in the sc or ic shafts. - leaks in the system that draw in air prior to device insertion into the patient. - air remaining in pressure monitoring lines that gets pushed into the implant. System upon connection to the sc handle flushport. However, a true root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Not returned.

Event description:
Edwards received notification of a pascal in mitral position where significant air bubbles were noticed on echo when implant catheter was advanced for the first time checking initial trajectory. The implant was prepped according to IFU. There were no adverse events. Mr severity at baseline: was severe 4+ and post-op was mild 1+ after image review, there appeared to be air in the left heart when the pascal device was in a closed position at the level of the mitral valve advancing towards the left ventricle.